Manufacturer narrative:
Getinge became aware of an issue with volista access surgical light. The sterilizable handle holder was damaged, what was confirmed by a photographic evidence. According to the information provided from service, further usage of the part can leads to the detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to serious injury. Budget for the repair was presented to the customer. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue is the first registered in our complaint handling system and has not led to serious injury or worse, to our knowledge. According to information provided by the technician and after manufacturer investigated the issue the most likely root cause was established as customer dropped the removable handle holder and it broke off. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th of june 2021 getinge became aware of an issue with volista access surgical light. The sterilizable handle holder was damaged, what was confirmed by a photographic evidence. According to the information provided from service, further usage of the part can leads to the detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to serious injury.